Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extr insically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted there are cuts in the outer insulation with minimal blood ingression at various locations between 27.7 cm and 28.6 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant on the same day, the patient experienced chest pain. It was noted that the atrial lead dislodged, and per the physician, the lead tip perforated the right atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.